Manufacturer narrative:
Manufacturer's comment: super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of a blood disorder in a (B)(6) male pt who received super poligrip extra care with poliseal ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip extra care with poliseal. At an unk time after starting super poligrip extra care with poliseal, the pt experienced a blood disorder and anemia. The pt reported that he was diagnosed with a blood disorder. The pt reported that he was originally diagnosed with anemia and "they are looking for another blood disorder". The pt queried if the zinc in super poligrip was safe. This case was assessed as medically serious by (B)(4). Treatment with super poligrip extra care with poliseal was continued. At the time of reporting, the events were unresolved.